Manufacturer narrative:
Technical user's manual discusses anesthesia, these procedures have been performed using several different types of anesthesia including topical and oral preparations as a means of pain management. Based on customer feedback and internal studies, MFR recommends that patient feedback regarding their perception of heat or discomfort during the procedure is essential input to guide the operator in determining safe and effective treatment levels. During treatment, treatment level settings will require frequent adjustment in response to variations in skin thickness, treatment area anatomy, and patient feedback. The treating physician is responsible for selecting appropriate and safe treatment levels at all times. The output power selected should be as low as possible for the intended purpose. It is our understanding that the patient was given intravenous anesthetic and was asleep during the procedure; therefore, the assumption is patient feedback was not used in guiding the operator. The technical user's manual warns and precautions that the treatment tips will deliver energy at varying tissue depths depending upon tip design. Treatment at superficial nerve locations may result in nerve damage. The treatment settings act as a guideline only. The treating physician should always adjust treatment levels based on the individual's skin thickness, underlying tissue, clinical signs, and the patient's perception of heat. Always reduce treatment level settings for possible sensitive areas such as bony prominences and major nerve locations. Additionally, the technical user's manual lists altered sensation as a possible adverse patient reaction. Altered sensation has been described as "numbness," "tingling" or "temporary paralysis." Altered sensation typically resolves in a short period of time, but infrequently may persist up to several weeks.

Event description:
The patient underwent a treatment with a radio frequency device on the buttocks. Treatment was performed under intravenous anesthesia, thus the patient was unable to provide feedback to the operator while delivering treatment. After the procedure completed, the patient regained conscious and immediately felt numbness in her right leg. The next morning, the patient could not move her right ankle and felt nothing on the right leg. She went to the hospital and doctor performed electromyography (emg) and ultra-sonic tests; diagnosed damage to the sciatic nerve. Second (emg) confirmed sciatic nerve damage (over 50%); which could take 6 months or longer to resolve, but does not believe it will be permanent. Patient has been attending daily rehab therapy. Patient also having acupuncture and massage therapy a few times a week from a physical therapist.